Event description:
It was reported that the subject device had a defective water supply. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was received from customer: the event occurred on inspection prior to procedure. The procedure was an therapeutic endoscopic submucosal dissection and was completed with the same equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.the device was returned to the olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the flushing pump. Should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.